Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The product identity could not be confirmed as the product was not returned. The design forms were reviewed and it was confirmed that the design was approved by the surgeon. The design engineer overlays a bar shape and a range of sizes onto a CT scan slice. The surgeon approves the shape and picks a bar size. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to customer preference. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the surgeon said the bar was contoured well to meet the deepest part of the defect, however that location was unable to be reached due to the placement of the ribs. The surgeon was able to implant the bar, however he stated the ends of the bar "flared out" more than usual and weren't as tight as he would've liked. There was a surgical delay of three to five minutes and no injury to the patient.